Event description:
It was initially reported that the patient experienced undesirable stimulation from their implantable neurostimulator (ins). It was noted that this was possibly related to the device therapy. The patient outcome was reported as an on-going event. Additional information reported that undesirable stimulation was possibly related to a migration of the lead component. X-ray results taken on (B)(6) 2011 showed that there was no change in lead placement. X-rays also showed that the leads were at the level of t9-t10 and that thoracic kyphosis was seen. It was reported that the undesirable chest stimulation lasted about 2 months but now ((B)(6) 2013) the mains issue was that the patient experienced poor pain coverage for their lower back and intermittently for their legs. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the undesirable stimulation (in the chest area) was changed to not related to lead migration. It was noted that the undesirable stimulation lasted about 2 months and that there was improvement following a motor vehicle accident on (B)(6) 2011. Interventions performed were reported as reprogramming on (B)(6) 2011 with an improvement in coverage for the patient on (B)(6) 2011. The etiology for the event was noted as possibly related the ins therapy but unlikely related to programming or the implant procedure. The patient outcome, as of (B)(6) 2011, was reported as recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).